Event description:
It was reported that the shaft rotates freely within the handle after popping sound of handle. The dilator was in a caput humeri, and it was removed with other instrument. No patient injuries were reported.

Manufacturer narrative:
Visual assessment showed the shaft has migrated 1.5 inches out of the handle confirming the reported complaint. Dimensional inspection of the shaft confirmed it met print requirements. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated.